Event description:
It was reported to the device MFR that during a pt code, the device would not produce an nibp reading. The user had to obtain the nibp reading on the pt using a standard cuff and stethoscope. The pt was successfully revived.

Manufacturer narrative:
The device MFR's field service rep (fse) visited the customer site to evaluate the device. The fse was able to duplicate the reported problem and replaced the device's power supply printed circuit board. Following replacement of this printed circuit board, the device was functionally tested per internal test procedures and returned to service by the user. Since it was reported that a pt coded, we will consider the report to have been a serious injury. There was no allegation and there is no indication that the device was a factor in the code or in the pt's outcome. The individual that reported the event to the device MFR stated that the malfunction of the monitor "made no difference in the outcome" of the pt.